Manufacturer narrative:
The device involved in the reported incident has been received, and the evaluation and investigation is in process.

Event description:
Reporter has reported on behalf of the user facility that after the catheter was connected to the monitor, the icp data was up to 149, but the catheter would not calibrate to zero.